Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received and indicated that defibrillation threshold (dft) test was performed. A 41 joules (j) was delivered and got 60 ohms during shock. After delivery, 87 ohms in triad configuration was observed. Obtained additional information form the field representative and indicated that the cause was undetermined at this time. The patient will continue to be monitored. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. Boston scientific technical services (ts) stated that the shock impedance had been on a gradual increase for the last three months. Ts discussed trouble-shooting options and potential causes for the clinical observation. Additional information indicated that the physician was planning to perform defibrillation threshold (dft) test to assess continuity of lead in approximately one month's time. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4)